Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post paced t wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made. Patient condition was good after the event.